Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/sharp pains / sharp stabbing pain") in a 26-year-old female patient who had essure (batch no. B76530, 876530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included asthma, ectopic pregnancy, breast cancer, dyspareunia, dysuria, hematuria, night sweats, stress incontinence, urge incontinence, vaginal itching, vaginal burning sensation, abdominal cramps, menstrual cramps, shortness of breath, runny nose, tenderness and wheezing. Concomitant products included acetylsalicylic acid (aspirin 81), cetirizine hydrochloride since (B)(6), digitalis purpurea (digitalis), escitalopram from (B)(6) 2015 to (B)(6) 2015 and salbutamol sulfate (proair hfa) since (B)(6). On (B)(6)2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), tooth disorder ("dental issues / very weak teeth"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: fullness/bloating"), abdominal pain ("abdominal pain") and toothache ("dental problems: teeth always hurt / teeth pain") and was found to have weight increased ("weight issues / weight gain"). In (B)(6) 2015, the patient experienced restless legs syndrome ("neurological conditions or problems type: restless legs") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced urinary incontinence ("bladder or urinary problems or changes: leakage") and pollakiuria ("bladder or urinary problems or changes: frequent urination"). On an unknown date, the patient experienced abdominal pain lower ("cramps"), depression ("depression / psychological or psychiatric problems condition: depression "), mood altered ("hormonal changes describe: very moody"), emotional disorder ("hormonal changes describe: emotional"), impatience ("hormonal changes describe: no patience") and libido decreased ("decreased libido"). The patient was treated with surgery (to remove the essure, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, headache, abdominal pain lower, vaginal discharge, alopecia and toothache had resolved and the tooth disorder, weight increased, depression, mood altered, hot flush, emotional disorder, impatience, libido decreased, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, urinary incontinence, pollakiuria, migraine, restless legs syndrome, dysmenorrhoea, fatigue, abdominal distension and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, emotional disorder, fatigue, female sexual dysfunction, headache, hot flush, impatience, libido decreased, menorrhagia, migraine, mood altered, pelvic pain, pollakiuria, restless legs syndrome, tooth disorder, toothache, urinary incontinence, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Hysterosalpingogram - on an unknown date: shown patient has 1 coils in one side and the other tube is open.; on (B)(6)2015: unilateral occlusion (left tube occluded).. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: depression., menorrhagia, dysmenorrhea, hot flashes, vaginal discharge, weight increase, pelvic pain, anxiety, abdominal pain lower, libido decreased, abdominal pain, headaches, migraine. Most recent follow-up information incorporated above includes: on (B)(6)2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- hormonal changes describe: very moody, hot flashes, emotional, and no patience., decreased libido, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: anxiety, bladder or urinary problems or changes: frequent urination, leakage, migraines, neurological conditions or problems type: restless legs, dysmenorrhea (cramping), vaginal discharge, fatigue, weight gain, gastrointestinal or digestive system condition type: fullness/bloating, hair loss, abdominal pain, dental problems: teeth always hurt. Outcome of event was updated. Onset date of event were updated. Concomitant drug, medical history, reporter information, aka name, lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/sharp pains / sharp stabbing pain') in a 26-year-old female patient who had essure (batch no. 876530-not valid, b76530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included asthma, ectopic pregnancy, breast cancer, dyspareunia, dysuria, hematuria, night sweats, stress incontinence, urge incontinence, vaginal itching, vaginal burning sensation, abdominal cramps, menstrual cramps, shortness of breath, runny nose, tenderness and wheezing. Concomitant products included acetylsalicylic acid (aspirin 81), cetirizine hydrochloride since 2000, digitalis purpurea (digitalis), escitalopram from (B)(6)2015 to (B)(6)2015 and salbutamol sulfate (proair hfa) since 1999. On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ my bleeding is crazy heavy") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), tooth disorder ("dental issues / very weak teeth"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: fullness/bloating"), abdominal pain ("abdominal pain") and toothache ("dental problems: teeth always hurt / teeth pain") and was found to have weight increased ("weight issues / weight gain"). In (B)(6)2015, the patient experienced restless legs syndrome ("neurological conditions or problems type: restless legs") and alopecia ("hair loss"). In (B)(6)2015, the patient experienced urinary incontinence ("bladder or urinary problems or changes: leakage") and pollakiuria ("bladder or urinary problems or changes: frequent urination"). On an unknown date, the patient experienced abdominal pain lower ("cramps"), depression ("depression / psychological or psychiatric problems condition: depression"), mood altered ("hormonal changes describe: very moody"), emotional disorder ("hormonal changes describe: emotional"), impatience ("hormonal changes describe: no patience"), libido decreased ("decreased libido"), amnesia ("I use to have the best memory and now I cannot remember anything"), dizziness ("I was dizzy everytime I stood up/ lightheaded") and pain ("sore"). The patient was treated with surgery (to remove the essure, bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, headache, abdominal pain lower, vaginal discharge, alopecia, toothache and dizziness had resolved and the tooth disorder, weight increased, depression, mood altered, hot flush, emotional disorder, impatience, libido decreased, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, urinary incontinence, pollakiuria, migraine, restless legs syndrome, dysmenorrhoea, fatigue, abdominal distension, abdominal pain, amnesia and pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, depression, dizziness, dysmenorrhoea, emotional disorder, fatigue, female sexual dysfunction, headache, hot flush, impatience, libido decreased, menorrhagia, migraine, mood altered, pain, pelvic pain, pollakiuria, restless legs syndrome, tooth disorder, toothache, urinary incontinence, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Hysterosalpingogram - on an unknown date: shown patient has 1 coils in one side and the other tube is open.; on (B)(6)2015: unilateral occlusion (left tube occluded).. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: depression., menorrhagia, dysmenorrhea, hot flashes, vaginal discharge, weight increase, pelvic pain, anxiety, abdominal pain lower, libido decreased, abdominal pain, headaches, migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: social media received. Events: I use to have the best memory and now I cannot remember anything, I was dizzy everytime I stood up/lightheaded were newly added. Reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/sharp pains / sharp stabbing pain') in a 26-year-old female patient who had essure (batch no. 876530-invalid, b76530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included asthma, ectopic pregnancy, breast cancer, dyspareunia, dysuria, hematuria, night sweats, stress incontinence, urge incontinence, vaginal itching, vaginal burning sensation, abdominal cramps, menstrual cramps, shortness of breath, runny nose, tenderness and wheezing. Concomitant products included acetylsalicylic acid (aspirin 81), cetirizine hydrochloride since 2000, digitalis purpurea (digitalis), escitalopram from (B)(6) 2015 to (B)(6) 2015 and salbutamol sulfate (proair hfa) since 1999. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), tooth disorder ("dental issues / very weak teeth"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: fullness/bloating"), abdominal pain ("abdominal pain") and toothache ("dental problems: teeth always hurt / teeth pain") and was found to have weight increased ("weight issues / weight gain"). In (B)(6) 2015, the patient experienced restless legs syndrome ("neurological conditions or problems type: restless legs") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced urinary incontinence ("bladder or urinary problems or changes: leakage") and pollakiuria ("bladder or urinary problems or changes: frequent urination"). On an unknown date, the patient experienced abdominal pain lower ("cramps"), depression ("depression / psychological or psychiatric problems condition: depression"), mood altered ("hormonal changes describe: very moody"), emotional disorder ("hormonal changes describe: emotional"), impatience ("hormonal changes describe: no patience") and libido decreased ("decreased libido"). The patient was treated with surgery (to remove the essure, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, headache, abdominal pain lower, vaginal discharge, alopecia and toothache had resolved and the tooth disorder, weight increased, depression, mood altered, hot flush, emotional disorder, impatience, libido decreased, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, urinary incontinence, pollakiuria, migraine, restless legs syndrome, dysmenorrhoea, fatigue, abdominal distension and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, emotional disorder, fatigue, female sexual dysfunction, headache, hot flush, impatience, libido decreased, menorrhagia, migraine, mood altered, pelvic pain, pollakiuria, restless legs syndrome, tooth disorder, toothache, urinary incontinence, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Hysterosalpingogram - on an unknown date: shown patient has 1 coils in one side and the other tube is open.; on (B)(6) 2015: unilateral occlusion (left tube occluded).. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: depression., menorrhagia, dysmenorrhea, hot flashes, vaginal discharge, weight increase, pelvic pain, anxiety, abdominal pain lower, libido decreased, abdominal pain, headaches, migraine. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 30-may-2019: quality-safety evaluation of product technical compliant incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/sharp pains") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), abdominal pain lower ("cramps"), tooth disorder ("dental issues"), weight ("weight issues") and depression ("depression"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, headache, abdominal pain lower, tooth disorder, weight and depression outcome was unknown. The reporter considered abdominal pain lower, depression, headache, pelvic pain, tooth disorder and weight to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.